Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. Reportedly, customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.